Event description:
The customer reported that the gel camera misread a weak + reaction as a negative in the anti-d microwell of a type and screen test.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed the reader camera alignment and optics adjustments. The fe also checked the gripper alignment for cards from the centrifuge and incubator. Repairs have returned the instrument to expected operation